Manufacturer narrative:
Visual evaluation of the returned device did not identify any issues with the device. Functional evaluation found that the brush would extend and retract without issue. The brush retracted sufficiently into the sheath to meet specification. The brush was present and attached and not bent. Review and analysis of all available information failed to identify any issue with the device. The reported complaint that the brush would not retract into the sheath could not be confirmed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a cytology procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the brush was deployed in the bile duct, it could not be retracted back into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a cytology procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the brush was deployed in the bile duct, it could not be retracted back into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) brush failed to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.